Manufacturer narrative:
The thermogard xp ivtm system (B)(6) was investigated by an authorized service provider at the customer site. The reported complaint of coolant (propylene glycol) leakage from the thermogard console was confirmed during the visual and functional inspection. The root cause of the reported complaint was that the coolant pump was cracked. The root cause of the crack could not be conclusively determined. Visual inspection of the thermogard console showed no apparent physical damage to the console. A review of the event log showed no significant error messages or discrepancies. The thermogard xp ivtm system passed the power-on-self-test (post) without any issues. Further visual and functional inspection revealed a crack in the coolant pump, which caused the coolant to leak out, confirming the customer's reported complaint. Unrelated to the customer's reported complaint, rubber particles were found in the propylene glycol tubing, the tubes, the spritzer, and inside the coldwell. The particles seemed to be hard rubber particles, coming off from one of the black tubes within the cooling engine/pump assembly. Degradation of the tubing is potentially caused by using a liquid other than propylene glycol in the coldwell. Zoll offered a trade-in thermogard system to the customer instead of repairing the console. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with serial number(B)(6).

Event description:
During preventative maintenance (pm), the customer noticed coolant (propylene glycol) leakage from the thermogard xp ivtm system (B)(6) into the console's drippan. No negative impact on patient treatment was reported regarding the coolant leakage issue. No patient involvement.